Event description:
A malfunction was reported on the pump, with the screen failing to turn on and the led blinking red. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to attempt various troubleshooting steps, but when the pump failed to respond, it was decided to replace it. The customer was advised to use a multiple daily injection (mdi) therapy as a backup. Technical support arranged for a replacement pump with updated software to be shipped, and the customer was instructed on how to put the problematic pump into storage mode before returning it to tandem. The customer understood and acknowledged all instructions, including returning the pump within 10 days to avoid charges.